Manufacturer narrative:
(B)(4). The date of the event onset was reported as approximately two weeks ago from the date of when this report was received. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the event was unknown. The patient has been hospitalized since birth. On an unknown date during hospitalization, the patient experienced peritonitis. The patient was treated with two different intravenous antibiotics for one week (drug names, doses, and frequencies not reported) for peritonitis. Five days after the initial receipt of this report, the patient's pd catheter was removed due to the patient regaining their kidney function. On an unknown date in the same month as the event onset, the patient had recovered from event. The patient is due to be discharged from the hospital. No additional information is available.